Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, excessive stress was placed on the device by the user during reprocessing/maintenance which resulted in damage. The event can be detected and prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection in addition, the following non-reportable malfunctions were found during the device evaluation: the bending section cover (a-rubber) was torn. The image guide (ig) had excessive damage. The insertion tube was dented. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the rhino-laryngo fiberscope failed the leak test due to the distal tip peeling off. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.